Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a biomed error code and acu watchdog error. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. This was not the primary issue but was captured in the logs. The complaint could not be confirmed, and a root cause was unable to be determined.